Manufacturer narrative:
This event is being reported due to a sentinel event reported on medwatch 1320894-2012-00099. The device in question, vcare, is a disposable, single-use device for manipulation of the uterus and cervix in surgical and diagnostic procedures. The device consists of a manipulator tube having an inflatable balloon at its proximal end and an anatomically configured cannula / handle for maintaining proper attitude of the uterus at the distal end. The vcare incorporates a system of cup-like elevators to provide manipulation of the uterus, and retraction and elevation of the cervix. The conmed vcare is indicated for manipulation of the uterus and injection of fluids or gases during laparoscopic procedures such as laparoscopic assisted vaginal hysterectomy (lavh), total laparoscopic hysterectomy (tlh), minilap, laparoscopic tubal occlusion, or diagnostic laparoscopy and also maintains pneumoperitoneum by sealing the vagina once a colpotomy is performed. The customer has discarded the suspect device and an evaluation cannot be performed. The customer complaint event is confirmed based on the event description received from the end-user; however, it is not confirmed that this is a conmed product that the complaint is on. Without evaluating the suspected device a conclusive determination of root cause cannot be made. A DHR/lhr. Device history record/lot history record, review cannot be accomplished for the lot number of the device has not been made available. The customer complaint is inconclusive since the device in question is not available for review. Without evaluating the suspected device a conclusive determination of root cause cannot be made. The complaint investigation has not identified any manufacturing defects; therefore, corrective action is not warranted at this time. Conmed corporation is considering this complaint closed.

Event description:
It was reported, "the balloon popped and once the dr made his cut along the groove of the cup, the balloon pieces came out of uterus and fell into abdominal cavity." It also was reported that all pieces were retrieved without any injury to the patient.